Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the fenestrated bipolar forceps instrument was observed with a broken cable at the wrist. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub amplification pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation found unrelated to the reported complaint states that the instrument had a broken conductor wire within the bipolar yaw pulley between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.